Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 458 mg/dl. The customer treated with insulin pump and manual insulin injection. Customer's blood glucose value was 309 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were small air bubbles. The infusion set cannula was bent. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.